Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed intermittent user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported user advisory (ua) 41 error message. The autopulse platform worked as intended. Per customer, the autopulse platform was usually stored under the bench inside the ambulance. A fire truck or ambulance sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours will increase the internal temperature of the autopulse platform and cause the occurrence of user advisory (ua) 41 error message. Per archive, the daily check was routinely performed by the customer. Therefore, the probable root cause for the reported complaint was due to the storage condition. The autopulse platform passed the initial functional test without any fault or error. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during power-on-self-test or during take-up. As a precautionary measure, the power distribution board and the temperature sensor were replaced. The power distribution board and the temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. No physical damage was observed during the visual inspection. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During the shift check, the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message intermittently. Per a reporter, the platform usually stored under the bench seat of the ambulance and the error displayed when the platform was on the hard surface. No patient involvement